Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a mistake/break in aseptic technique, chronic constipation, treatment noncompliance, and peritonitis in a home patient (hp). On (B)(6) 2012, the hp experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was due to a mistake/break in aseptic technique and chronic constipation. The nurse also stated that the hp was noncompliant with their pd therapy demonstrated by not using the prescribed amount of fluid per treatment as well as not performing therapy on a daily basis. On an unreported date, the patient received meropenem (500mg, ip). The prescribed dose was three times daily, but the patient only performed a single injection per day. It was not reported if the hp received any retraining on proper aseptic technique. The event of peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.